Event description:
It was reported that the stimulation from the implantable neurostimulator was no longer efficient. Impedance readings showed >10 ,000 ohms on electrode 3. The device was reprogrammed, and the patient outcome was reported as okay. There was no injury to the patient.

Manufacturer narrative:
Lead: model 3877, lot/serial #: unk, implanted: unk, explanted: unk.